Manufacturer narrative:
Additional catalog #s: 72402105, 72402287. (B)(4). Balloon performed within specifications. Cuff had a wear leak. Pump was functional. Tubing was functional. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A female with obstetric trauma was implanted with an acticon device on (B)(6) 2003. On (B)(6) 2009, the entire device was removed and replaced due to fluid loss. No further information provided.